Manufacturer narrative:
Corrected data: health effect - impact code: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed to the multifocal ischemic infarcts.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a syncopal episode and fall on (B)(6) 2025 around 1200. The episode was due to multifocal ischemic infarcts of the right occipital, left superior middle frontal gyrus, left parietal lobe and was unclear if it was device related. Computed tomography angiography (cta) was performed. No injuries occurred. Anticoagulation was rendered per protocol. Log files were submitted for review and there were no unusual events recorded in the log file event history. The equipment was operating as intended. Patient underwent acute rehabilitation post stroke.